Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change. The exoseal and sheath were removed, and manual compression was applied for hemostasis. There was no patient injury. The physician pulled back the non-cordis sheath and the vcd after indicator wire deployed. The physician watched the indicator window after stopping pulsatile flow. Despite withdrawing the sheath and exoseal completely, the color did not change. The device was prepared per the instructions for use (IFU), and no prior damage was visible. Suitability of the femoral artery was confirmed by angiography, including a 30¿45° insertion angle and a vessel diameter =5 mm. There was no significant calcium, plaque, or stent, and no evidence of >50% stenosis. No pre-existing hematoma, fistula, or pseudoaneurysm was noted. A retrograde approach was used. The user is exoseal-certified and had used the device approximately 10 times per month. The sheath locked onto the handle with an audible click, and the physician did not press the deployment button during retraction. The exoseal vcd was used in a diagnostic procedure. The device was stored according to the IFU. There was mild access vessel tortuosity at the femoral puncture site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly, and an audible click was heard. The indicator window did not show any red color during retraction. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change. The exoseal and sheath were removed, and manual compression was applied for hemostasis. There was no patient injury. The physician pulled back the non-cordis sheath and the vcd after indicator wire deployed. The physician watched the indicator window after stopping pulsatile flow. Despite withdrawing the sheath and exoseal completely, the color did not change. The device was prepared per the instructions for use (IFU), and no prior damage was visible. Suitability of the femoral artery was confirmed by angiography, including a 30¿45° insertion angle and a vessel diameter =5 mm. There was no significant calcium, plaque, or stent, and no evidence of >50% stenosis. No pre-existing hematoma, fistula, or pseudoaneurysm was noted. A retrograde approach was used. The user is exoseal-certified and had used the device approximately 10 times per month. The sheath locked onto the handle with an audible click, and the physician did not press the deployment button during retraction. The exoseal vcd was used in a diagnostic procedure. The device was stored according to the IFU. There was mild access vessel tortuosity at the femoral puncture site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly, and an audible click was heard. The indicator window did not show any red color during retraction. One non-sterile exoseal vascular closure device, size 5f, involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was received not depressed, and the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. The indicator window was observed in the black/white position. During this visual analysis, a kink was observed in the delivery shaft, located 15.5 cm from the distal tip. The guard locking simulation could not be performed as the unit was received in a locked state. During this evaluation, the indicator wire was pulled to achieve the black/black position in the indicator window, after which the deployment lever was fully depressed. This resulted in the expected retraction of the indicator wire and deployment of the plug. The black/white and red indicator window position was also achieved. Dimensional analysis was performed on the delivery shaft near the affected kinked area to verify the outer diameter. The measured value was within specification. A high magnification evaluation was conducted on the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the functional analysis was performed successfully with plug deployment and successful transition of the window. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.